Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy 18-53 detachment cup-insert. Revision surgery performed on (B)(6).

Event description:
It was reported that images show a poly liner with some of the anti rotational lugs sheared off. It also shows excessive wear of the liner to such an extent that the poly liner has a fracture in its side. The x ray image shows the head over to one side of the shell, implying that the liner has disassociated.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.